Event description:
It was reported that the device had unexpected battery longevity, lasting less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was included in that field action and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.